Manufacturer narrative:
More information surrounding the event has been requested. A supplemental medwatch report will be provided when the investigation is finished. (B)(4).

Event description:
Reference importer report number: (B)(4).